Event description:
Post-op, one of the pt's leads was found to be slightly disconnected from the ipg header. On (B)(6) 2012, the lead was reinserted into the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.